Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Pump passed the operating currents measurement, self test, a21 error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked case at display window corner, broken belt clip slot, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to the motor error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to complete the rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.